Event description:
On [redacted] when performing routine flushing hemodialysis catheter, 2 pinholes noted to external portion of blue limb of catheter lumen. Md notified immediately and cvl [central venous line] ns [normal saline] locked. Urgent vascath replacement performed. On [redacted]-the following day, dayshift bedside rn noticed small amount of blood on outside circumference of blue lumen of newly ir [interventional radiology] placed tunneled dialysis catheter. Upon further inspection, a small pinpoint hole was noted on the external portion of the blue lumen. Md was immediately notified as well as ir and peds nephrologist.